Event description:
It was reported that when the patient presented for a follow-up, the device was found to be in backup vvi mode. It was noted that the patient had an MRI without the proper MRI settings. The device was restored to normal operation. There were no adverse health consequences, the patient was stable.